Event description:
A report was received that the patient underwent a pocket revision because the ipg had been implanted at an angle and the pocket was too shallow. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Patient weight not available. Device remained in patient. This is a final report.